Event description:
As a reusable blood pressure cuff was being inflated the tubing where it connects to the cuff split and came apart from the connection. This happened a number of times in one week. Sales rep came in and picked up one of the affected units. Same problem is also happening at sister site. Both anesthesia departments are experiencing this issue.